Event description:
The company received a report where it was claimed that the tube developed a cuff leak after three days of pt use. Extubation and reintubation of a replacement tube was required. The caller reported two occurrences of "cuff leaks" during pt use.

Manufacturer narrative:
(B)(4). Applicable 510k# for us distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.